Manufacturer narrative:
Boston scientific acquired (B)(4) on (B)(6) 2015. As part of the acquisition, a retrospective review of the (B)(4) study was completed by bsc on june 23, 2016. (B)(4) was a single site ((B)(4)) study of the post market product, tandem. This specific event was not previously identified by (B)(4) as meeting complaint criteria. When evaluated by bsc, it was assessed as meeting complaint and reporting criteria and is being reported within 30 days of the june 23, 2016 review. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as: 2134265-2016-06848. (B)(6) study. The patient underwent an embolization treatment procedure of the liver (right lobe) in (B)(6) 2015 using tandem¿ microspheres loaded with 45 mg/ml of irinotecan. The same day the patient experienced abdominal pain of mild intensity. The patient was given analgesic for treatment. The event was considered resolved the same day. This product is only ous approved but it is similar to an approved us device.